Event description:
Periodic iegm from (B)(6) 2021 shows either intermittent noise or intermittently undersensed atrial arrhythmia. Lead to be evaluated in office with surface to determine appropriate course of action. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.